Event description:
It was reported that a misadministration occurred, involving a gamma knife, that resulted in an administered dose that was about 39 percent greater than the prescribed dose. A pt who was prescribed a dose of 20 gray (2000 rad) received 27.8 gray (2780 rad) due to a treatment time entry error during a 2001 treatment session. The radiation dose was greater than prescribed because the treatment duration was 7.18 mins longer than prescribed. This treatment was the first in a series of four geographically distinct treatments and expected to last for 18.43 mins. The treatment at this geographical location of the brain was terminated when it was recognized that the elapsed time exceeded the prescribed time. The remaining three treatment sites were subsequently treated in accordance with the pt's treatment plan. The hosp has informed the pt and the pt's physician. The licensee reported that no adverse effects were expected as a result of the misadministration.